Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed.. The manufacturer received x-rays and other source documents for review, the information is part of the investigation process. The device has not yet been received for investigation, however it is mentioned by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a sidus stem-free shoulder, humeral head, 50-21 on (B)(6) 2012 and was revised on (B)(6) 2016 due to pain, loosening and implant migration.

Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: the received document states a revision of a migrated sidus humeral anchor. Review of received data: surgical reports: the surgical reports of the implantation as well as revision surgery were received. The surgical reports were translated and can be summarized as follows: surgical report dated (B)(6) 2012: the surgical report states the implantation surgery of the sidus® prosthesis. It is mentioned that the patient is diagnosed with omarthrosis on the right shoulder and that the status is 20 years after an open acromioplastic. The humeral head is dislocated and an osteotomy is performed. Correct bone quality is shown on finger pressure and therefore the indication is given for a sidus® prosthesis. The glenoid is prepared and the component is implanted with cement. After the cement is completely hardened, the sidus® anchor is then impacted with the head. Surgical report dated 5 july 2016: the surgical report describes the revision of the shoulder prosthesis with implantation of an anatomica prosthesis size 9 with the glenoid component left in place. Radiologically, a disconnection of the head and the anchor as well as a migration of the anchor was shown giving the indication for a revision surgery. The shoulder joint was opened and the head was removed without any difficulties. Intraarticular synovitis due to metal wear was found. The proximal humerus is shown and the humeral anchor is removed without problems. It is stated that the glenoid is inconspicuous. The surgical report then describes the implantation of the anatomica prosthesis. Review of received x-rays: pictures were taken from six different x-rays displayed on a light box. They are dated (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016 and were received for review. On each date ap x-rays were taken and are suitable for an evaluation over the course of time. The ap x-ray dated (B)(6) 2012 shows the right shoulder shortly after the implantation of the prosthesis and is inconspicuous. A slight cranial shifting of the head can be observed when comparing the head position relative to the humerus on the ap x-ray dated (B)(6) 2014 to the head position on the previous ap x-ray. A small gap between the humeral anchor and the head can be observed indicating a disconnected head. A disconnection of the humeral head is obvious on the x-ray dated (B)(6) 2016. The humeral anchor is also clearly migrated when comparing the anchor¿s position on the two x-rays dated (B)(6) 2014 and (B)(6) 2016, respectively. Nothing else can be observed on the remaining x-rays. Device analysis: visual examination: the articulation surface of the humeral head shows slight diffuse scratches. Slight scratches on the distal face surface in the direction of the taper can be seen. Nothing can be observed on the taper of the humeral head. Overall the humeral head is inconspicuous. The humeral anchor shows slight scratches and nicks possibly from the revision surgery. Slight bone on-growth can only be observed on the inside of the anchorage fins. The taper is worn and exhibits a curved groove on one side. The curved groove matches the entry edge of the humeral head¿s taper. There is also some metallic smear visible on the taper which appears darker. The sidus® prosthesis was revised after approximately 3 years and 8 months in vivo due to disconnection of the head and the anchor as well as migration of the anchor. Based on the x-ray evaluation, it is assumed that the disconnection of the head from the anchor occurred at some point between the implantation and (B)(6) 2014. The anchor¿s taper is worn and exhibits metallic smear and a groove which matches the edge of the humeral head¿s taper. Both as well as the scratches on the head¿s face surface derive most likely from the misaligned contact with the head taper after the disconnection of the head. The metal wear found during the revision surgery can be assumed to be the result of the worn groove observed on the anchor¿s taper. Based on the retrieval investigation and the review of the received information, it is assumed that the head/anchor taper connection was insufficient. As a result, at one point in time, it came to a disconnection between the head and the anchor. A possible scenario for an insufficient connection could be that the head and the anchor were assembled ex situ and then impacted together as seems to be indicated in the surgical report of the implantation surgery. With an assembling performed ex situ, it could be that the impaction force was not transferred to the connection but rather to the anchor itself leading to an insufficient connection. According to the surgical technique, the anchor is first impacted then the definitive head is placed and impacted by using the anchor and head pusher until the head sits flush on the osteotomy plane. It stays unknown if other factors may have influenced the disconnection of the head. It is hypothesized that the migration of the anchor took place after the disconnection of the head. It could be that while the head¿s distal face was supported by the bone with the effective forces in the shoulder the anchor was pressed further down the bone by the humeral head. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).